Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  All graspers undergo a 100% visual and functional inspection during the manufacturing and assembly process. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is to follow up with medwatch# mw5059013.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow-up to maude report# mw5059013.

Event description:
Laparoscopic colon case - "during md's laparoscopic colon case a portion of a laparoscopic grasper tip fell off (one side of grasper tip appeared frayed and worn after it was in use). Grasping tips were both intact upon opening package. The piece was found and pulled out. Two graspers were used. Unsure which failed, so both are being reported." Patient status unknown.